Manufacturer narrative:
Investigation summary: six loose integra syringes with needles attached and no packaging were received. The samples were visually evaluated. It was observed that there was a small white patch attached to the cannulas of the needles on these samples. The white patches were located at the base of the needles where they are attached to the needle hubs. This white substance was identified as epoxy used to bind the cannula to the hub. The amount observed did not interfere with the needles fit, form or function and was acceptable per product specification. No rejectable defects confirmed in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe integra 3ml w/ndl 25x1 rb had epoxy on the needle. The following was reported by the initial reporter: "it was reported the customer found a white substance at the base of the needles. Verbatim: there are a few needles that have been found to have a white substance at the base of the needles. Customer started seeing this issue sometime last week. Customer is keeping defective samples for a product investigation."